Event description:
It was reported that when using the bd pyxis¿ medstation¿ es oncology-b main drawer 4 failed and it required maintenance. The customer attempted to recover storage space; however, the attempt was unsuccessful. The device was also rebooted, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication, and the user managed to get the medication from another pyxis station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the full height drawer 4 was not sensing as closed due to a missing magnet in the latch. A field service engineer (fse) powered off the station, replaced the latch, and cleaned debris from the drawer. The repair was then tested using diagnostics and successfully pass. The system functioned as intended after field service engineer repaired the device.